Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure the bipass ratchet would not pass the nitinol needle. As a result there was a one hour delay in the procedure.